Event description:
It was reported that the q-syte was cracked. During the patient's IV infusion, dampness was noticed on their clothing. Upon inspection, the nurse discovered leakage at the connection point between the IV set and the bd connector, with a crack present at the bd threaded joint.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: root cause couldn't be determined due to unavailability of sample information. A complaint history review cannot be performed as no material and batch/lot number was provided. A DHR review cannot be performed as no material and batch/lot number was provided.